Event description:
The device was used during a nephrectomy procedure. Reportedly, a component disengaged in the patient's cavity. The surgeon was able to retrieve the component. The hospital has reported no patient injury occurred.